Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr was unable to deliver insulin during use. The following information was provided by the initial reporter: insulin needle fails to inject the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr was unable to deliver insulin during use. The following information was provided by the initial reporter: insulin needle fails to inject the product.